Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. The complaint device (sapien m3 valve, model 9880tfx29) is not sold or marketed in the us; however, it is deemed similar to the sapien 3 valve, model 9600tfx PMA: p140031. H3 other text : device remains implanted.

Event description:
Edwards received notification through a clinical trial. As reported, through the medical records, the patient was hospitalized on 1 year and 5 months post initial implant. The patient presented with worsening lv function which could be due to metabolic, ischemic, or sepsis related. Echo showed a severe gradient across the mitral valve with some thickening noted. However, clear definition is limited. There was also mild transvalvular regurgitation. The sudden increase in the mean gradient raised the possibility of infection or more likely thrombus of the valve. It is uncertain if the patient has been compliant with her oral anticoagulation regimen. Due to the patient's tenuous respiratory status and chronic respiratory failure, there is concern regarding intubation. Given the patient's current clinical status and prior history, it is unlikely that a surgical intervention will occur. The patient will be treated conservatively with anticoagulation.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of increased gradient, central leak, and thickened leak were confirmed from the medical report. A review of DHR, lot history, and complaint history did not provide any indication that manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien m3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported. ''Mvr gradient has increased from 4.7 to 11mmhg. There was no plan for any additional treatment other than to continue coumadin for valve''. Additionally, per the medical record, approximately 1 year and 5 months post-implantation, echo showed a severe gradient across the mitral valve, some thickening, and mild transvalvular regurgitation. It was noted that the sudden increase in the mean gradient raises the possibility of infection or more likely thrombus of the valve, and it is uncertain if the patient has been compliant with her oral anticoagulation regimen. Per instructions for use (IFU), leaflet thickening is one of the potential adverse events associated with the use of valve. Thickened leaflets may be caused by several patient-related factors including early valve deterioration (svd) (e.g., stenosis), non-structural dysfunction (e.g., pannus), or thrombosis (formation of blood clots on the valve). Svd (calcification) and pannus formation develop progressively over time. In this case, the patient was treated with anticoagulation, and the patient has a history of thrombosis as it was stated in medical record from (B)(6) 2022. This indicates the potential of thrombosis, which can resemble leaflet thickening. Furthermore, review of the medical record revealed that the patient has a past medical history of hyperlipidemia (hld), which is one of the known factors that may increase the risk for valve calcification. Leaflet calcification may also resemble thickening of leaflets. As such, available information suggests that patient factors (thrombosis, hyperlipidemia) may have contributed to the reported event. Thickening of leaflet can impact proper leaflet functionality/ coaptation leading to central regurgitation. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the reported event. Thickening of leaflet from patient factors such as thrombosis or calcification, can impede leaflet mobility, leading to increased gradient. As such, available information suggests that patient factors (thickened leaflet, thrombosis, hyperlipidemia) may have contributed to the reported event. No device or labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.